Event description:
A customer reported low vacuum was experienced during a cataract extraction procedure. The procedure was able to be completed with the same system. There was no pt impact reported.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting their reported issue of low vacuum. The tss walked the customer through checking the footswitch, reviewing the settings, and discussed other possible causes to resolve the issue. The facility will monitor the issue and call back if further assistance is required. The facility did not request service. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).